Manufacturer narrative:
This is default text configured for block h10.

Event description:
While attempting to mix the diluent liquid with the powder vial, the plastic plunger did not pierce the vial stopper appropriately [device issue] , no adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns of product complaint device issue and no adverse event from the united states. On 08-may-2026, amneal pharmaceuticals received information from pharmacist via voicemail and telephonic call concerning the above-mentioned product complaint regarding amneal¿s risperidone for extended-release injectable suspension, single-dose vials. Product information included risperidone extended-release injectable suspension 50 mg (ndc: (B)(4), lot number: ap260074, expiry date: 31-dec-2027 and serial number: (B)(6). On (B)(6) 2026, they received a sealed medication kit from cencora. On (B)(6) 2026, while attempting to mix the diluent liquid with the powder vial, the plastic plunger did not pierce into the vial stopper appropriately and requested us replacement he followed all the instructions provided in the pi. Last action taken with risperidone in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of events device issue and no adverse event was unknown. The reporter did not provide the causality of events device issue and no adverse event with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.